Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. The customer's blood glucose level was 325 mg/dl at the time of incident. The customer stated that the error occurred during manual prime. The customer also stated that one motor error was successfully completed the test and passed. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the displacement test. No motor error alarm or drive anomaly noted. Motor passed the motor test. The device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).